Event description:
It was reported that the humeral head did not mechanically fit the taper of the humeral stem. The surgeon could not get the head to assemble on the back table. He opted to cement the stem in and implant the humeral head anyway. He used extra sutures through the fin and sewed the patient shut. To date the pt has done well post-operatively.